Manufacturer narrative:
There was no pt present. The device manufacture date was unknown at the time of this report. The system was evaluated at the site and found to have disk space at 98% full. The hard drive was cleared of excess files dating back to 2006 and was fully functional.

Event description:
A stealth technician reported that when he opened the synergy spine application, the system would freeze. He rebooted the system and was then able to proceed in the application without issue.